Event description:
It was reported that the doctor was performing both a lap nephrectomy and a lap uterooophorectomy.in the middle of the resection of the lap nephrectomy and the device stop activating.the doctor tested the instrument,attached a test tip to test the handpiece and eventually tried a second device to continue with the case.in the middle of the resection of one of the procedures,not specified,the second stopped activating.the doctor tried testing the device and the instrument still wouldn't activate.the doctor tried a third device and completed the case with no patient consequence.